Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins wasn't charging. They attempted to charge and it said it was charging but when they tried to turn stimulation on it showed the screen that indicated the ins was discharged and needed to be charged. The patient received all coupling bars and charged all night but it never got past one bar. They started a charge session during the call and confirmed they were seeing 8 coupling bars and the ins battery was incrementing from zero up to a quarter. The patient was asked if they were charging while sleeping last night and if the charge session could have been disrupted without them knowing and the patient reported no- they normally laid on the antenna while charging. Patient services reviewed that if the antenna became too hot it would stop the charge session. The patient noted that they had a fall in december but had charged successfully since then. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked what circumstances led to their charging issues they noted that it was summer and they had been doing more activities outdoors so they were charging more often. The patient had to sit and not move until it was fully charged and it would then turn on. The issue was noted as being resolved. No further complications reported.